Event description:
A report was received that the patient's lead had high impedance on several electrodes. The patient underwent a revision procedure wherein the physician explanted the lead and the splitter and implanted two percutaneous leads. The patient was doing well following the procedure.

Event description:
A report was received that the patient's lead had high impedance on several electrodes. The patient underwent a revision procedure wherein the physician explanted the lead and the splitter and implanted two percutaneous leads. The patient was doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the lead (sc-2316-70/(B)(4)) passed mechanical test performed. The complaint has been confirmed. Visual (microscope) and x-ray inspection revealed that several cables were completely broken at the bent/kinked location of the lead. The fracture site from the clik anchor setscrew was marked. The lead body was also cleanly cut from the proximal end. The clean cut damage is a result of a typical explant damage and it is not considered a failure. Device evaluation indicated that the splitter (sc-3400-30/(B)(4)) passed visual, electrical, mechanical an photographic imaging tests performed. The complaint was not verified. The lead passed all tests including visual, impedance, and diameter and electrode pitch test. A test lead was inserted into the splitter connector without any anomalies. Device exhibits normal device characteristics.

Manufacturer narrative:
(B)(4).